Event description:
During a review of the maude database, a voluntary report was identified with the following event description: during insertion, the tracheostomy tube broke at the place where the inner cannula is to be clipped into place. Tube was, therefore, unusable and had to be withdrawn and another one inserted.

Manufacturer narrative:
There is no product, customer info or lot number available. A review of the covidien complaint database found that there has been no previous notification of a complaint matching the description and dates provided in the voluntary report. At this time, no conclusion can be drawn. See scanned pages.